Event description:
The manufacturer received information from uno legal litigation in reference to a repaired or recertified dreamstation CPAP with an allegation of nose irritation and respiratory tract irritation. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer received information from uno legal litigation in reference to a repaired or recertified dreamstation CPAP with an allegation of nose irritation and respiratory tract irritation. The manufacturer was made aware of this complaint through a representative of the customer. There was no report of patient harm/injury. The device was returned to the manufacturer's service center for further evaluation. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on, and the airflow was confirmed. The device's downloaded logs were reviewed. There were no errors found. The manufacturer concludes that there was no visible foam degradation and the unit has passed final test. In this report, in box d device avail. For eval? And date returned has been updated/corrected. In box h method code, results code and conclusion code has been updated/corrected.